Event description:
Healthcare professional reported a right side rupture diagnosed with ultrasonography. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture requested on (B)(6) 2024. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29/feb/2024.

Event description:
Healthcare professional reported a right side rupture diagnosed with ultrasonography. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture diagnosed with ultrasonography. Device has been explanted, replaced, and discarded.